Manufacturer narrative:
A product investigation was completed: the investigation of the complained pulling device has shown that the tip (30mm) is broken off. The tip of the pulling device is for further investigation not available. The review of the x-rays shows that, we can confirm a radiopaque fragment can be observed. The manufacturing records were reviewed the implant was manufactured in may 2014, produced to specification and met all release criteria. Furthermore, the tip (screw-part) of this article and lot number undergo 100% control, before leaving the production. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact reason for this reported problem, but it is likely that applying high force on the instrument caused this damage and / or that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the instrument that broke off was left in situ at the proximal third of the femur and it was approximately 15mm.

Manufacturer narrative:
Additional narrative: patient dob, gender, and weight not provided by reporter device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ 324.033 ¿ 8954640. Manufacturing site: (B)(4). Manufacturing date: 09.may.2014. Expiry date: -. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when performing an open reduction internal fixation (orif) on patient's right femur the pull reduction instrument broke off halfway along its shaft when the device was being removed from the patient. The broken off tip was left in the patient as it was deemed to be too destructive to try and retrieve it and it was not compromising the fixation. The pull reduction instrument tip retained in the patient is not in contact with any implant. The device was inserted according to standard surgical technique for the less invasive stabilization system (liss) however traction was applied through the liss jig which had its distal fragment screws inserted in order to reduce the fracture and then the whirly bird was inserted in the proximal segment so in speculating it may be that the two fragments were under a lot of tension, trying to return to their displaced positions which may have put extraneous forces on the pull reduction instrument. There was an intra-operative delay in the surgery of around five (5) minutes while the surgeon contemplated possible solutions to retrieving the retained broken tip of the instrument. There was reportedly no adverse event to patient. This is report 1 of 1 for (B)(4).